Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/30/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under 10x microscope magnification and viscoelastic residue was observed in the optic zone. Both haptics were observed positioned and without major defects. The complaint cannot be verified. The event was related to a patient condition; however, no defects were observed in the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.0 diopter intraocular lens (iol) was explanted from the patient's operative eye due to persistent negative phototopsia. No additional information was provided.